Manufacturer narrative:
Event description: updated, other relevant history: added, device available for evaluation updated, device codes added, evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a crack at the fiber/cap fusion zone; the fiber proximal to fracture cannot rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: 8,452 joules and 0:50 minutes were expended on the failed fiber. "Excessive fiber life-end firing" were observed. The fiber tip (cap) was not cleaned during the procedure.

Manufacturer narrative:
UDI #: (B)(4).

Event description:
It was reported that during a bph surgical procedure "forward firing" was observed. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok" reported. No injury to patient was reported.